Event description:
The following was reported to davol by the pt: ni/ni/ni -- the pt was implanted with the perfix plug. The pt complains of pain above the incision site and nerve pain down the leg. The pt states that the implanting surgeon informed him that it was nerve pain.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. We have contacted the initial reporter to request additional info. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, it appears that the mesh remains implanted. This MDR includes all pt, event and device info davol has received to date. With the currently available info, no conclusion can be drawn. If additional event and/or eval info is obtained, a f/u MDR will be submitted.